Event description:
Patient stated that it has been really hot the past couple days where she resides and the v-go has fallen off the last 4 days. The patient properly cleans the application site before applying device. Patient tried applying the v-go on her thigh, abdomen and back of the arm and all have fallen off within 12-13 hours.